Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Medical record review: patient presented with shortness of breath, shoulder and chest discomfort. Preoperatively the patient was found to have foreign body within the left ventricle. Surgical procedure initiated with a median sternotomy, the pericardium was opened to the right atrium, mitral valve exposed. An unsuccessful attempt was made to locate the foreign body through the mitral valve and right ventricle. Reexamination of the mitral valve on the posterior leaflet revealed a metallic foreign body posteriorly in the trabecula. Foreign body removed entirely, with no residual mass. Postoperative echocardiogram revealed good left and right ventricular function, no evidence of aortic or mitral valvular dysfunction. Patient stable, but in critical condition. Three days post surgery, the patient had the remaining portion of his inferior vena cava filter retrieved via the right internal jugular vein. Venogram revealed inferior vena cava filter below the renal veins, mild to moderate narrowing at the level of alignment struts of the filter, widely patent vena cava, no evidence of clots or extravasation. After multiple attempts, via a recovery cone the filter was successfully retrieved. Examination of the filter revealed a missing; leg, alignment strut, and a hook of one of the intact legs (presumed to be attached to ivc wall), x-ray failed to reveal hook. Angled metallic foreign body located in the right pulmonary artery branch confirming migration of alignment strut of the filter. Post retrieval cavagram revealed widely patent, no extravasation. Patient in stable condition with no complications. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately two years post vena cava filter deployment a surgical procedure was initiated to remove a foreign body within the left ventricle. A median sternotomy was initiated, the pericardium was opened to the right atrium, and the mitral valve exposed. A metallic foreign body was located posteriorly in the trabecula. The foreign body removed entirely, with no residual mass. Three days post surgery, the remaining portion of the inferior vena cava filter was retrieved. Examination of the filter revealed a missing leg, missing alignment strut, and a missing hook of one of the intact legs. An angled metallic foreign body was located in the right pulmonary artery branch. Additionally, CT revealed pe. Therefore, it can be confirmed that the patient experienced pe post deployment; however, the relationship to the filter is unknown. Additionally, the investigation can be confirmed for limb detachment. However, the investigation is inconclusive for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and tilted with the filter becoming embedded in the ivc wall. Furthermore, the filter was removed percutaneously and a detached limb was removed via an open chest procedure. A detached limb remains in the right pulmonary artery. The current status of the patient is unknown.

Manufacturer narrative:
Manufacturing review: the device history record (DHR) could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. On (B)(6) 2006 a surgical procedure was initiated to remove a foreign body within the left ventricle. A median sternotomy was initiated, the pericardium was opened to the right atrium, and the mitral valve exposed. A metallic foreign body was located posteriorly in the trabecula. The foreign body removed entirely, with no residual mass. Three days post surgery, the remaining portion of the inferior vena cava filter was retrieved. Examination of the filter revealed a missing leg, missing alignment strut, and a missing hook of one of the intact legs. An angled metallic foreign body was located in the right pulmonary artery branch. Additionally, CT revealed pe. Therefore, it can be confirmed that the patient experienced pe post deployment; however, the relationship to the filter is unknown. Therefore, the investigation can be confirmed for limb detachment. However the investigation is inconclusive for perforation of the ivc and filter tilt. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter struts have perforated into the organs and tilted with the filter becoming embedded in the ivc wall. Furthermore, the filter was removed percutaneously and a detached limb was removed via an open chest procedure. A detached limb remains in the right pulmonary artery. The current status of the patient is unknown. New information: it was reported through the litigation process that a vena cava filter was placed in a patient in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and embedded in the wall of ivc; struts detached, perforated and migrated into the left ventricle. The device was removed percutaneously via open chest procedure. The patient experienced chest discomfort. The status of the patient is unknown.